Event description:
The sales rep returned the plate with the info that the plate broke during adapting/bending. A replacement was available. There were no adverse consequences for the pt or delay in surgery or anesthesia time.